Event description:
During thyroid lobectomy an autosuture clip applied to tissue fell off after application. The device was removed from field and replaced by a small clip applier from another manufacturer as requested by md. Nurse manager was also present at the time when attending physician requested that no autosuture clips be utilized for future ent (ear, nose and throat) procedures due to recurrence of this problem with these particular clip appliers. The faulty device and package was then forwarded to charge nurse.